Manufacturer narrative:
As bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd does not have any clinical data for gadolinium on our trace element tubes. Also, the lab that tests the contamination levels in our trace element tubes does not include gadolinium in their testing. Bd reached out to the customer for further troubleshooting. As bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results occurred at an unknown time with a unspecified bd collection tube. The following information was provided by the initial reporter, gadolinium has been a concerning topic for the past few years as it is a the element used in contract dyes for imaging. Our lab performs gadolinium serum testing and it is poured off into our custom metal free aliquot tubes. Some client concerns have been received about contamination of gadolinium in our collection and processing tubes. Would you have information about this element and the manufacturing?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(6).

Event description:
It was reported that erroneous results occurred at an unknown time with a unspecified bd collection tube. The following information was provided by the initial reporter, gadolinium has been a concerning topic for the past few years as it is a the element used in contract dyes for imaging. Our lab performs gadolinium serum testing and it is poured off into our custom metal free aliquot tubes. Some client concerns have been received about contamination of gadolinium in our collection and processing tubes. Would you have information about this element and the manufacturing?"